Event description:
During coil embolization of a ruptured posterior communicating artery (sausage shape) aneurysm, a deltapaq coil linked with the previously implanted gdc 306 coils and prematurely detached. Initially 4 coils were successfully deployed. When the physician pulled back on the deltapaq coil, the coil linked to the previously deployed coils. He continued to pull back on the deltapaq and the deltapaq prematurely detached without being hooked up to the connecting cables. The physician was able to successfully push the coil into the aneurysm with the device positioning unit (dpu) without harm to the patient.

Manufacturer narrative:
Pt identifier: (B)(6). Complaint conclusion: the device was returned for analysis, but the sl-10 microcatheter was not returned. The coil was not returned. The resheathing tool was advanced over the proximal end of the green introducer. The detachment fiber did not receive heat and melt. The detachment fiber exhibits signs of mechanical detachment. The coil was implanted. The most likely root cause of the unintended detachment occurred during repositioning. The coil became anchored on the previously implanted coils and was mechanically detached during retraction. For optimum product performance and to prevent potential complications; the instructions for use recommends; ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ since there was no evidence of a manufacturing issue related to the complaint, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting see complaint conclusion.